Event description:
The hcp reported that the pt had been experiencing a return of pain. The estimated pump reservoir volume was 2.6cc and the actual reservoir volume was 18c. The hcp reported that had negative pressure so they were sure thay were accessing the reservoir. A follow up report will be sent when additional information is received.